Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign objects in the plastic distal end cover, foreign objects in the objective lens, foreign objects in the light guide lens, foreign objects in the bending section cover and foreign objects in the connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being submitted to correct the initial. This event occurred during animal use. The device involved in the event is intended for human use by medical personnel. Based on the information provided, the MDR reportable event criteria is not met per 21 cfr 803.